Event description:
A customer reported a tandem mobi cartridge alarm that led to their blood glucose level displaying as "high" and exceeding 500 mg/dl, but the specific value was unknown. The customer contacted technical support for troubleshooting and received instructions to remove the cartridge from the pump and deliver a 9-unit bolus. The bolus completed successfully, and the customer was able to reload the original cartridge and resume insulin therapy, resolving the issue.